Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 16 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Correction/removal reporting number entered incorrectly in previous report and it has been corrected in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h10 should be previously reported as: the manufacturer previously received information alleging an visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 32 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h10 did not correctly capture errors in previous follow up report, now it has been corrected and updated in this report.